Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2020-00137. This report is submitted on 20 april 2020.

Manufacturer narrative:
This report is submitted on february 13, 2020.

Event description:
Per the clinic, it was reported that the patient experienced a dislodgement of the implant magnet during an MRI scan on (B)(6) 2019 (tesla strength not reported). It is unknown whether the patient's head was wrapped per the manufacturer's specifications. Revision surgery was performed under general anaesthesia on (B)(6) 2020, in order to place the magnet back into the implant pocket. The surgery was successful and the device remains insitu.